Event description:
Pt admitted to hosp for explantation of depleted pacemaker generator and possible ventricular lead change. Original dual chamber permanent pacemaker was implanted for complete heart block. The ventricular pacing lead had a pacing threshold of 0.2 volts. Pt developed a very high pacing threshold and the ventricular channel had to be left at 7.5 volts and 1.2 milliseconds. This led to rapid battery depletion. At the time of explantation, the chronic ventricular lead was found to be malfunctioning from the standpoint of pacing threshold (4.5 volts). Following explantation, the pt had an uncomplicated insertion of a new dual chamber pacing system.